Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) got stuck and fractured the haptic. The issue was reported as not being related to use error. The operative eye is the right eye however the product did not contact the patient¿s eye. There was no medical or surgical intervention such as an incision enlargement, vitrectomy, or sutures and there are no plans for a future intervention. The customer plans on returning the suspect product. The incident occurred in bogota, colombia. No further information was provided.

Manufacturer narrative:
Implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted, therefore not explanted. Section e1: establishment name, address, and zip code: information not provided. Section e1: telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3: device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 24, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. Visual inspection of the suspect handpiece found that the iol was stuck at the tip of the cartridge, and the handpiece was partially engaged. Ovd residue is present throughout the cartridge. Ink residue was also present on the cartridge and lens module. The lens could not be removed for further evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.